Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leak current leakage occurred. It was reported that when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the hemostatic valve pulled out with the dilator, detaching from the sheath, and there was blood leaking back. The sheath was replaced, and the issue was resolved. The procedure continued. No air was introduced into the patient, the hemodynamics were not compromised, and no intervention was required (10ml of blood lost). There was no report of patient consequence. The hemostatic valve separation is an MDR-reportable issue.

Manufacturer narrative:
Bwi identified information that was mistakenly omitted from the previous supplemental report. The manufacture date was updated to 1/2/2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product analysis lab visually inspected and identified a brim cap, hemostatic valve, and silicone ring detachment. The product investigation was subsequently completed. It was reported that a patient underwent an afib - paroxysmal cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leak current leakage occurred. It was reported that when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the hemostatic valve pulled out with the dilator, detaching from the sheath, and there was blood leaking back. The sheath was replaced, and the issue was resolved. The procedure continued. No air was introduced into the patient, the hemodynamics were not compromised, and no intervention was required (10ml of blood lost). There was no report of patient consequence. Device evaluation details: visual inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A device history record evaluation was performed for the finished device 00001079 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the bleeding could be related with the damage on the hemostatic valve and brim cap detached. The hemostatic valve damage and brim cap detached could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).